Event description:
Reporter alleged the expiration date on the test strip vial was a usable date, however, the manufacturer's inventory system indicated the product was expired. Customer stated the expiration date on the vial was 11-31-06, however, the manufacturer's use-by date indicated the date was 8-31-06. It was stated while using the test strips, customer was found " slumped over" and emergency medical technicians (emts) were called 4.5 hours after a glucose result of 164 mg/dl and customer had taken 5 units of normal insulin at that time. Emts reportedly measured customers' glucose to be in the 40s mg/dl so customer was given a glucose IV and taken to the hospital where he was then given dietary adjustments. A request was made for the return of the suspect device and replacement product was sent.